Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corp on november 11, 2009 that a radial jaw 4 single use biopsy forceps large capacity device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the forceps would not come out of the scope after taking a biopsy. The physician stated, the forceps seemed to be bent and the hinges were not right. The physician had to remove the scope and cut the end of the forceps off to get it out. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(Device stuck in scope). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.